Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set reservoir leak event on (B)(6) 2024. Blood glucose levels were 270 mg/dl at the time of event. No further information available.

Manufacturer narrative:
(B)(6).